Event description:
Boston scientific crm received information that the patient with this atrial lead experienced frequent palpitations during the past two days. Upon interrogation, atrial impedances greater than 3000 ohms were noted. Daily measurements revealed normal atrial lead impedance measurements (600-700 ohms) until (B)(6), 2010 when the measurements increased. A lead fracture was suspected. The atrial electrogram revealed oversensing of noise and failure to capture the atrium at maximum output. The device was reprogrammed from ddd to ddi 60bpm and the atrial detection enhancements were programmed off. The patient will be monitored closely. No adverse patient effects were reported.

Manufacturer narrative:
The atrial lead remains implanted. Should additional information become available, an amended report will be submitted.